Event description:
Boston scientific received information that this right atrial lead was no longer pacing or sensing appropriately. An x-ray was performed and the lead appeared to be pointing straight down. It was noted that the patient was not symptomatic. Boston scientific technical services was consulted regarding this and recommended repositioning or replacing the lead. No adverse patient effects were reported. Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.